Event description:
A site reported to rxsight that upon insertion of a light adjustable lens (lal) the lens flipped to the wrong orientation and due to the patient's anterior chamber being too shallow, the lens could not be flipped to the correct orientation. The lal was exchanged for a new lal during the same procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer reference #: (B)(4).